Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. During the injection, the gel was not seen on the ultrasound. After the procedure the patient developed rectal pain, rectal urgency and the feeling of needing to move his bowels. On the post spaceoar vue injection magnetic resonance imaging (MRI), the posterior prostate on the sagittal view appeared very distorted, indicating gel was injected there. There was also streaking in the perirectal fat, indicating inflammation around the rectum. On the post spaceoar vue injection planning computed tomography (CT) scan, it appeared that there was a rim of white around the prostate suggestive of some gel that was injected under the prostate capsule and into the venous plexus which led it to surround the prostate. The patient was given tamsulosin and a medrol pack. The medications seemed to have helped.